Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an event of kinked tubing on (B)(6) 2024 . The infusion set was in use for one day. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6008067, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6008067 was manufactured according to the work instruction (wi) version 97 and packaging in the multivac 14 on 09/jul/2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4f05441 was manufactured according to wi version 64 and manufactured in the machine sc08, on 29/jun/2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4f05752 was manufactured according to wi version 64 and manufactured in the machine sc08, on 08/jul/2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4f05749 was manufactured according to wi version 64 and manufactured in the machine sc08, on 06/jul/2024, with a total of (B)(4) units. Review of the DHR showed that during the outgoing test 6 one sample was found with the missing connector and test 8 one sample with contamination. According to the extended sampling have been accepted. Therefore, of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: two extended during outgoing tests were performed and were found unrelated to the reported malfunction, therefore, no non-conformance (nc) raised during production related to complaint code. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.